Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and no issues were noted. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported blank screen which was not reproduced. Evaluation found the liquid crystal display flex was not properly secured to the input/output printed circuit board. The connection was secured to resolve this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had the issue 'display screen keeps going blank during infusion'. Any patient involvement, injury or medical intervention is unknown.